Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No pictures were provided by the customer. No material number was provided by the customer. No batch number was provided by the customer. No further information or clarification was received from the customer. There is no alleged malfunction in the complaint description. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.

Event description:
Customer advises of 2 needle sticks. These needle sticks occurred within 48 hours of each other.